Manufacturer narrative:
(B)(6). Return requested. Replacement double process short clamp shipped to site 10/06/2016. No parts have been received by manufacturer for analysis. Site sterile processing is reported to be returning the damaged clamp. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon damaged their spinous process clamp. The washer came off when removing the clamp. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes to remove the clamp. There was no impact on patient outcome.